Event description:
A valiant captivia thoracic stent grafts were implanted in a patient for the endovascular treatment of a 7.3 cm in diameter thoracic aortic approximately two years ago. Aortic neck was 36 mm in diameter and 20 mm long. Distal aorta was 36 mm in diameter. Aorta diameter by the celiac artery was 33mm. Iliac's were 17 mm in diameter. Iliacs were not tortuous but had mild calcification. It was reported that the patient presented with a distal type I endoleak. Distal aorta increased from 36 mm to 48 mm, aorta by celiac increased from 33 mm to 34 mm. A valiant extension was placed to address the distal type I successfully. No additional clinical sequelae were reported, and the patient is fine.

Event description:
Additional information received. The patient had CT imaging done as part of their routine follow-up. It was initial reported that there was a type iii endoleak however that was changed by the investigator to a type ii endoleak. There were no stent graft issues.

Manufacturer narrative:
Evaluation, results: (B)(4) inherent risk of procedure (endoleak), (B)(4) patient's condition affected effectiveness of device (disease progression; distal neck dilatation) evaluation, conclusion: 50 device failure/lack of effectiveness related to patient condition (disease progression; distal neck dilatation) medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received. The patient had CT imaging done as part of their routine follow-up. At that time a technical observation was noted, there was a type iii endoleak. There was no stent graft component separation observed, and this did not result in a new clinical event.

Manufacturer narrative:
Results: patient's condition affected effectiveness of device (anatomy related; type ii endoleak). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; type ii endoleak).